Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values that dropped to 34 mg/dl. The patient had a seizure, passed out and fell onto the concrete, causing road rash. The patient was in a diabetic coma. For treatment, the patient was given insulin, potassium and glucagon. The cannula was dislodged in the fall. The pod was worn between 4 and 24 hours on the arm. The patient was discharged after 4 hours. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, diabetic coma and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.